Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a starclose se device after a percutaneous transluminal angioplasty interventional procedure. Reportedly, the sheath was damaged and the clip was visible at the end of the metal shaft. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported firing problem and sheath break was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported firing problem, sheath damage, and subsequent treatment appears to be related to circumstances of the procedure. In this case it was noted that carving on the flex guide occurred. Carving is an indicator that the garage leaves interacted with the flex-guide. Based on the returned device analysis observations, it is likely that inadvertent change in angle of the device during thumb advancer deployment contributed to the failure to fully cut the sheath while tearing at the sheath at the same time. Additionally, this interaction with the sheath led the sheath to move distally bending the wings of the vessel locator. From the reported information it is likely these bent wings were tangled with the clip as it was attempted to be deployed leading to the firing problem. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.